Event description:
A report was received that the patient underwent a pocket revision. Reason for pocket revision is unknown.

Manufacturer narrative:
Additional information was received that the patient did not undergo a pocket revision.

Event description:
A report was received that the patient underwent a pocket revision. Reason for pocket revision is unknown.

Manufacturer narrative:
Date of event: 2012.